Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving and unknown medication via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2017 it was reported that the physician believed that the distal catheter slipped out of the ventricle. He decided to remove the existing distal segment and used 13 cm of another manufacturer¿s shunt catheter and connected to the remaining existing catheter as he felt the catheter was not going to stay in the ventricle and he needed a shunt catheter to keep it in place. No further patient complications have been reported as a result of this event.